Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced full-height drawer 1 failed to stay closed. A field service engineer checked the drawer and found that a bunch of ball bearings had fallen off behind it. Upon opening and closing the drawer for further inspection, it was discovered that the drawer was stuck. The entire drawer was removed, and another issue was discovered: the ball bearing cage had come off from the back and pinched the latch sensor¿s cable. To resolve these issues, the fse replaced the left slide and latch sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 1 had failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.